Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR , device manufacture date- the device was received and evaluated at the service center. The reported complaint that the device has low visibility was confirmed. It was found that the endoscope has been stained. The system was replaced, the device was tested and found to be working according to specifications. Improper maintenance is the most likely root cause for the staining of the endoscope. A manufacturing record evaluation was performed for the finished device (serial number : 1306613), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro-code:eob UDI #: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported by the affiliate via mail that the hd epscp has low visibility. No consequence for the patient. This issue was found pre-operatively. It is unknown how the procedure was completed. The customer states that they have no further information. This report is 1 of 1 for (B)(4).